Event description:
It was reported to boston scientific corporation that a polaris loop stent was used with a biomariner guidewire in a procedure on (B)(6) 2012. According to the complainant, the device was inserted into the patient's body with the suture. After the device was deployed, the suture was cut. The physician reported he did not meet any resistance or see an anomaly when he removed the suture from the stent. Through the cystoscope, they noticed that the loop was broken (torn). The whole device was removed from the patient's body using forceps. When they checked the stent, the loop was found to be torn in the middle and appeared have been torn by friction from the suture. The procedure was completed with a different device (polaris ultra 6f, 24cm) which was deployed successfully. There were no complications to the patient, whose condition at the conclusion of the procedure was good.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of device stent torn material.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris loop ureteral stent revealed that the loops of the device were torn. Additionally, the suture was ripped. Procedural and clinical factors may have contributed to the event, including interaction with other devices, handling of the device and the condition of the treated lesion.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was used with a biomariner guidewire in a procedure on (B)(6) 2012. According to the complainant, the device was inserted into the patient's body with the suture. After the device was deployed, the suture was cut. The physician reported he did not meet any resistance or see an anomaly when he removed the suture from the stent. Through the cystoscope, they noticed that the loop was broken (torn). The whole device was removed from the patient's body using forceps. When they checked the stent, the loop was found to be torn in the middle and appeared have been torn by friction from the suture. The procedure was completed with a different device (polaris ultra 6f, 24cm) which was deployed successfully. There were no complications to the patient, whose condition at the conclusion of the procedure was good.